Event description:
It was reported in a journal article that the purpose of the study was to compare outcomes between conversion total hip arthroplasty (tha) after proximal femur fracture (pff) fixation and primary tha for osteoarthritis and examines whether fracture type affects results. The single site, multi-surgeon retrospective study reviewed 87 consecutive patients that underwent conversion tha following surgical fixation of a pff with a minimum of 2 year follow up. A subgroup of this were tha following intracapsular (54 patients) and extracapsular pff (33 patients). Indication for conversion tha included the following, avascular necrosis, hardware failure and nonunion or fracture. To compare outcomes a group of primary tha with diagnosis of osteoarthritis this group served as a the study control group. The implant of choice for all primary tha was g7 acetabular shell and was used 57% of the time in the conversion tha group. No intraoperative complications were reported. At the final follow up 23 of the 87 conversion tha had expired, and data was collected on the remaining 62 hips (64 patients). The study population had a mean age of 65.6 -73.9 years at time of surgery and total of 67 male and 104 females. Follow-up was conducted at minimum of 2 year with a mean length of follow-up for 5.6 years (2.3-13.1). Complaint 1: the study reported in the primary tha group 11 complications occurred, 2 of which were proximal femur fracture (pff) and underwent reoperation.

Manufacturer narrative:
(B)(4) g2: foreign: canada. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Biniam, b., bourget-murray, j., beaulé, p., kim, p., gofton, w., & grammatopoulos, g. (2025). Differences in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty. Arthroplasty today, 33, 101715.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. X-ray images are provided within the journal article; however, it is unknown if they are related to this patient. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.